Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin and forzid (doses, routes, frequencies and durations were not reported). At the time of this report the antibiotic treatments were ongoing. It was not reported if pd therapy was ongoing. No additional information is available.